Manufacturer narrative:
Suspect product was discarded.

Event description:
On 2(B)(6) 2020 a patient (pt) in (B)(6) reported a diagnosis of os corneal ulcer while wearing the acuvue® oasys® for astigmatism brand contact lenses (cls). The pt reported symptoms of os irritation, redness, and pain and presented to an urgent care center, date not provided. The pt was diagnosed with os corneal ulcer and prescribed gatiflox every 3 hours (unknown duration), artificial tears and cls rest for 1 week. The pt returned to cls wear after the treatment without further issue. The pt reports daily cls wear with a 2-month replacement schedule and uses ¿coopervision¿ solution to clean and store the lenses. On (B)(6) 2020 a call was placed to the urgent care center and additional medical information was requested. A representative advised no medical information can be provided by phone. On (B)(6) 2020 the pt refused to provide the medical records from the urgent care center visit. No additional medical information has been received. No additional medical information is expected. The lot number is unknown. The suspect os cls was discarded. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.